Event description:
It was reported that high capture thresholds and r-wave amp variation were reported on the patient's right ventricular (rv) lead. On (B)(6) 2021, the physician elected to replace and cap the rv lead. The patient was stable before, during, and after the procedure.